Manufacturer narrative:
04-oct-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Stabbed/poked in lip...mild scrape/abrasion upper lip [lip injury] brush head is lost - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b toothbrush head was lost off of the oral-b genius 9000 toothbrush during the brushing process and they stabbed/poked themselves in the lip. No serious injury was reported. 01-aug-2023 follow up via digital safety assessment survey: the consumer was a 73 year old male. He experienced a mild scrape/abrasion to his upper lip. No serious injury was reported. 01-sep-2023 case update: the suspect product lot was bb701250352. The concomitant product lot was 1119a. No serious injury was reported.

Event description:
Stabbed in lip...mild abrasion upper lip [lip injury]. Brush head is lost - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head was lost off of the oral-b genius 9000 toothbrush during the brushing process and they stabbed themselves in the lip. No serious injury was reported. 01-aug-2023 follow up via digital safety assessment survey: the consumer was a 73 year old male. He experienced a mild abrasion to his upper lip. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.